Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male patient with an impella 5.5 pump began to experience saturated flow. The pump was removed and a new impella 5.5 device was implanted for ongoing support. There was no resulting patient harm.

Manufacturer narrative:
The investigation of saturated flow has been completed. The product was returned and evaluated. There was a small amount of potential biomaterial with a clear appearance on the purge gap. No other abnormalities were found during inspection. The pump was run for 20 minutes and saturated flow was reproduced. The motor was torn down and there was no evidence of biomaterial within the motor housing. The data logs showed a large motor current spike followed by saturated pump flow and a subsequent rise in purge pressure. The root cause of the saturated flow was most likely biomaterial since data logs indicate biomaterial ingestion and saturated flow was reproduced with the returned product. G.1 added reporting contact facility name as it was inadvertently omitted on initial manufacturer device report number 1220648-2025-26809.